Manufacturer narrative:
The customer has not responded to our attempts to gather further information and has not returned product 26176ds for evaluation. Per the customer, the date code ot01 indicates the product was manufactured 02/2016 and it was shipped to the customer approximately 1 year and 4 months ago.

Event description:
Allegedly, it was reported the bipolar cautery device was being used to cauterize a tube, and it arced and cauterized the round ligament next to it. Per the customer, due to the way it was pointed at the time, it did not touch the bowel and there was no injury to the patient.